Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with three proglide devices was attempted in the calcified right common femoral artery via 7fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was successfully placed. A third proglide device was deployed; however, the footplate was not closed and the device was difficult to remove from the patient anatomy. A fourth proglide device was attempted; however, it was difficult to remove and the guide broke where the black and silver parts meet. A cut down was completed to remove the separated guide portion of the device. The artery was surgically sutured to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.